Event description:
Customer complaint alleges "laryngoskope blade is not stable in its handle (rusch) and due to this the blade moves during intubation." It was reported the issue was discovered prior to patient use and the device was not used for intubation because it was obvious that the laryngoscope was not stable in it's handle.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "laryngoskope blade is not stable in its handle (rusch) and due to this the blade moves during intubation." It was reported the issue was discovered prior to patient use and the device was not used for intubation because it was obvious that the laryngoscope was not stable in it's handle.